Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the nurse attempted to separate the wings on the sheath for removal when one of the tabs separated completely. They were able to grab half of the peel-away sheath with the missing wing and successfully remove it. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, this sheath is being investigated for the same issue at the manufacturing site. Therefore the probable cause of this complaint issue is manufacturing related. The reported lot number is included in the scope of recall z-0207-2016.